Event description:
During a clinic follow-up, a decrease in the longevity of the device was observed and premature battery depletion was suspected. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of decreased battery longevity was confirmed. A review of the provided information indicated that the longevity decrease was due to an increase in current consumption as a result from an increase in the pacing voltage. This is expected device behavior.